Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and a helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of a helix mechanism issue was confirmed. Visual inspection of the lead found the retracted helix clogged with blood. After cutting, cleaning, and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within product specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of a helix mechanism issue was due to blood clogging the helix at the helix region.

Event description:
It was reported, that the patient was asymptomatic with an abnormal electrocardiogram, during hospitalization. Following a recent implant. No atrial pacing was observed on the atrial lead. The atrial lead was explanted and replaced. The patient was stable.